Event description:
Customer contacted beckman coulter inc, (bci) stating that the bottle cap wasn't fastened down, and the leakage was found when unloading the following reagents: wash concentrate ii, lx creatinine, and ise kit. No injury was reported on this issue.

Manufacturer narrative:
The customer did not report system issue. Replacements were sent to customer. Additional information: reagent date of mfg: wash concentrate ii-06/29/2010; lx creatinine-05/27/2010; kit, ise reference-05/28/2010. Product code for lx creatinine-cgx. Product code for wash concentrate ii and kit, ise reference is provided (ldt).